Event description:
It was reported that there is dim light source. No procedure or patient involvement. No negative impact in state of health reported.

Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID (B)(4).